Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found the flare detached; the catheter and the wire were slightly kinked in the extreme of the strain relief. It was also found that the device was kinked near to the distal section. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached, this condition does not allow the device to be actuated. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop would not come out from the sheath. Reportedly, the plastic sheath was too long upon inspection. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient is doing well at the conclusion of the procedure. This event has been deemed reportable based on the investigation results: flare detached.